Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was 378 mg/dl. Customer treated with manual injection. Customer stated that the alarm was resolved by infusion set change. Customer does not was to return the set and reservoir for analysis. Advised the customer to report back when the alarm occurs in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.